Event description:
Trach placed on (B)(6) 2021 placed shiley 6. Position of trach verified. Shiley 6 exchanged for shiley 8 due to air leak. Shiley 8 changed to 7xlt. Air leak stopped. FDA safety report ID # (B)(4).